Event description:
It was reported that the user of an ilet pump did not consistently announce meals, including on a day when blood glucose rose to 401 mg/dl after being in range, and the user expressed concern that meal announcements would cause blood glucose to drop; reported diet included once-daily meals such as salad, fish, meat, soup, or plantains, with prior oatmeal or flour tortilla at breakfast now reduced, and the issue was categorized as an improper or incorrect procedure or method related to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was associated with failure to follow instructions related to missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.